Event description:
The customer reported the bending section of the evis exera iii gastrointestinal videoscope was torn. The issue was found when preparing the device for use in a diagnostic esophagogastroduodenoscopy procedure. The intended procedure was completed using another device of the same model. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the bending section was torn. In addition, service found the bending section was dented, the adhesive of the bending section cover was cracked, the plastic distal end cover was dented, and the bending section and instrument channel leaked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive stress applied to bending section such as squeezing, excessive bending. Olympus will continue to monitor field performance for this device.